Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and that the impella cp was explanted after the patient developed leg thrombosis and would have another pump implanted via the axillary approach.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the cause of the thrombus was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.